Event description:
Additional information reported that the pump had not been doing anything for the patient.

Event description:
It was reported the patient was having 'horrible spasticity'. Patient was on a ventilator and had "horrible spasticity". The reporter stated that patient issues started when the patient used botox for their neck, which caused them to lose their ability to swallow and also caused double vision. The botox was wearing off which at one point gave the patient relief, so the md decided to try a baclofen/prialt combination in the pump. The botox had since worn, off but the symptoms were persisting. They are eliminating the prialt from the pump on the date of report, to be sure that it isn't the cause of the patient's issues. The md doesn't believe it was but he was trying to eliminate that as a potential cause. The pump was being filled with baclofen only at the date of report. Reporter stated that the patient had many neurologic problems. The medication in the pump was baclofen and prialt, however prialt was being removed, so only pump medication would be baclofen. Follow up information was requested, however unavailable at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that sepsis was the cause of the event. The symptom associated with the event was respiratory insufficiency. The patient did not require hospitalization. The patient's outcome was reported as recovered without sequelae. In addition to compounded baclofen as previously reported, morphine was also being used in the pump.

Manufacturer narrative:
(B)(4).